Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the battery life on the pump was shorter than expected and not meeting user¿s expectations. It was reported that the pump emitted multiple replace battery alarms despite battery changes and that the battery was changed 3 times within 30 days. The reporter denied any moisture in the battery compartment and stated that the battery cap was in good condition and was secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.